Event description:
Boston scientific received information that this patient experienced noise on both the right atrial (ra) lead and right ventricular (rv) leads. There was pacing inhibition noted on the rv lead for less than 2 seconds. The physician stated he believed that both seal plugs were missing from this device, and thought that might be the reason for the noise. The patient's pocket was checked, and there were no seal plugs to be found. The device was thrown away, so there was no boston scientific sales representative present to check the device prior to it being discarded. To date, there have been no adverse patient effects noted

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.